Event description:
A report was received that the patient was not receiving adequate stimulation. It was noted that the patient's lead was off to the left. The patient will undergo a lead revision procedure.